Manufacturer narrative:
The device is expected for eval but has not yet been received. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the handpiece stopped in the middle of the surgery. The surgery was delayed over 30 minutes but no adverse consequences were reported from this event. This device is used for treatment.